Event description:
The following information was previously reported in MFR report # 3004209178-2012-11785 , and any additional information received will continue to be reported in this MFR report: ¿it was reported that the patient had dementia and had strokes in 2010.¿ additional information has been requested, but was not available as of the date of this report. This event was cross referenced in mfg. Report # 3004209178-2013-18829.

Manufacturer narrative:
Concomitant: product ID 3387-40, lot# j0519702v, implanted: (B)(6) 2005, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3389-40, lot# j0220169v, implanted: (B)(6) 2002,product type lead. (B)(4).